Event description:
It was reported that the ilet displayed ¿sensor expiring and dosing stopped: connect cgm or enter bg¿ after a dexcom g7 sensor reached the end of its wear period, resulting in cessation of automated insulin dosing and a reported blood glucose of 371 mg/dl; the user was instructed to replace the cgm sensor and elected to change the steel infusion set and insulin cartridge due to low remaining volume. Symptoms included hyperglycemia. Outcomes included user troubleshooting with sensor replacement and infusion set and cartridge changes, with a plan to allow the pump to bring glucose back into range. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed interruption of insulin automation due to an expiring cgm sensor and no evidence of device malfunction when the sensor was no longer providing glucose values. It was concluded that the event was consistent with hyperglycemia of unclear cause beyond the cgm expiration interrupting dosing, with appropriate user-directed corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.